Manufacturer narrative:
Device eval: the device was disposed of by the hospital; therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a quantum maverick monorail balloon ruptured. The lesion being treated was located in the extremely tortuous, severely calcified and 90% stenotic mid right coronary artery. The physician advanced the 3.5x12mm quantum maverick balloon to the lesion and inflated it to 19 atms and the balloon ruptured. Resistance was felt when the device was inserted into the pt's body. The device was removed from the pt intact. The procedure was successfully completed with a different balloon. Pt status is listed as "fine."